Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker noted during visual inspection. The insulin pump had constant motor error alarms during rewind due to corroded motor home switch. Analysis was unable to perform displacement test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not performed. The device was returned for analysis.